Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange procedure, noise and decreased pacing impedance were observed on the right ventricular (rv) lead while performing test on the pacing system analyzer and while connected to the device. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.